Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited varying impedance, impedance spikes, elevated sensing integrity counter (sic), noise, and oversensing. The patient was brought in for a lead revision and during the revision the physician had problems backing the implantable cardioverter defibrillator (ICD) setscrew out and could not reset the setscrew into the threads. The physician concluded that the setscrew was probably cross-threaded. The physician decided to explant and replace the device. After the new device was implanted, the readings for the lead returned to normal. The following day a lia alert triggered again for the rv lead. The lead exhibited high impedance, undefined impedance, and high rate non-sustained episodes. The patient was brought in the following day and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.